Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The educator was reported via phone call that the customer was hospitalized due to hypoglycemia as well as diabetic ketoacidosis on (B)(6) 2018 with blood glucose level was 550 mg/dl at time of incident and the current blood glucose level was 189 mg/dl. The customer was assisted with troubleshooting. The customer was treated with intravenous insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as thought customer was catching a virus. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will not be returned for analysis.